Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19jun2020.

Event description:
It was reported there was an alarm light emitting diode (led) error during the power on self-test. The device was in use with a patient however there was no harm to the patient. The manufacturer's international service technician confirmed the error. The power switch overlay was replaced and resolved the issue. The unit was returned to service.